Manufacturer narrative:
Correction: section b3, b5, section d catalog #, serial #, UDI #, section h device manufacture date, MDR code 1503 added; MDR code 2892 and 2981 removed.

Event description:
It was reported that a malfunction alarm was received. Customer reverted to using an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.